Event description:
(B)(4). Event took place in (B)(6) and has been reported to (B)(6) authorities. Unclear what happened. Investigation running.

Manufacturer narrative:
At this point, no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device master record and the relevant raw material history files indicated no recorded quality problems or rejections related to this incident. If no further info becomes available and in case no corrective/preventive action is indicated, pajunk considers this file as closed.